Event description:
The nursing staff reported that they noticed the burn mark after cleaning and putting the unit away. The pt was not harmed. There was no impact to pt treatment.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is finished.